Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient experienced an event of unsealed packet of extended infusion set where packing was not sealed properly which was misshaped or sterile packaging which occurred on 07-feb-2025. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006721, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6006721" . No complaints found in query. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6006721 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 21-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.